Manufacturer narrative:
See MDR 1920664-2010-00047 for the delivery device used with this intraocular lens.

Event description:
The doctor noticed haptic was bent after the iol was inserted into the pt's eye. The incision was enlarged to remove and replace the lens.